Manufacturer narrative:
The device was not returned to the MFR for an investigation. A f/u report will be made if the product is returned, and if the investigation requires.

Event description:
During a lumbar rf procedure, the electrode was not recognized by the generator. Troubleshooting efforts and obtaining back up product added one hr to the case. There was no medical intervention required and the procedure was completed.